Event description:
It was reported that the blue impaction handle for the avantage trial cups broke during the surgery while the surgeon was handling the instrument. No adverse event for the patient has been reported as the consequence of the malfunction.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. No pictures received, product not returned. Therefore, the reported event could not be confirmed. The product analysis can't be performed as the product was not returned. The device manufacturing quality record indicate that the released product met all requirements to perform as intended. The review of the raw material certificate shows no non conformity or deviation. A complaint extract was done regarding instrument_fracture: 2 complaints (2 products), this one included, have been recorded on avantage trial cup positioner, reference (B)(4), from january 01, 2017 to september 29, 2020. 1 complaint (1 product), this one included, has been recorded on avantage trial cup positioner, reference (B)(4), batch zb170701. According to available data, root cause of the event was unable to be determined. However, there is no evidence that the event is related to the product. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Foreign report source: (B)(6). The device manufacturing quality record indicates that the released product met all requirements to perform as intended. The review of the raw material certificate shows no non conformity or deviation. The investigation is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.

Event description:
It was reported that the blue impaction handle for the avantage trial cups broke during the surgery while the surgeon was handling the instrument. No adverse event for the patient has been reported as the consequence of the malfunction.